Manufacturer narrative:
Internal file number: (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that the physical resistance and balloon rupture are the result of interaction with the anatomy which was reported as mildly tortuous, mildly calcified, proximal anterior tibial de novo lesion that was 60% stenosed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, proximal anterior tibial de novo lesion that was 60% stenosed. A 2.0x120mm armada 14 balloon dilatation catheter (bdc) reached the lesion but met resistance with the anatomy. The balloon ruptured at first inflation at about 7 atmospheres. A new same size armada 14 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.